Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genito-pelvic pain/penetration disorder ('vaginal spasm') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genito-pelvic pain/penetration disorder (seriousness criterion hospitalization), allergy to metals ("allergy to metals"), hypertension ("high blood pressure"), pain in extremity ("pains in legs") and enuresis ("wetting myself"). It was unknown whether any action was taken with essure. Treatment was ongoing at the time of the report. At the time of the report, the genito-pelvic pain/penetration disorder, hypertension, pain in extremity and enuresis had not resolved and the allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, enuresis, genito-pelvic pain/penetration disorder, hypertension and pain in extremity with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genito-pelvic pain/ penetration disorder ('vaginal spasm') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genito-pelvic pain/ penetration disorder (seriousness criterion hospitalization), allergy to metals ("allergy to metals"), hypertension ("high blood pressure"), pain in extremity ("pains in legs") and enuresis ("wetting myself"). It was unknown whether any action was taken with essure. Treatment was ongoing at the time of the report. At the time of the report, the genito-pelvic pain /penetration disorder, hypertension, pain in extremity and enuresis had not resolved and the allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, enuresis, genito-pelvic pain/ penetration disorder, hypertension and pain in extremity with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.